Event description:
Safe medical device officer from the user facility called to report that upon investigation of this event it was determined that this event does not appear to be related to the product.

Manufacturer narrative:
This report was mailed in to FDA on: 06/05/1998.